Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6) 2012, during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, the guidewire was being used to remove a cook stent in the common bile duct. During the procedure, while in the guide catheter of the stent delivery system, the hydrophilic coating of the guidewire detached exposing the tip of the core wire. None of the coating fell into the patient. The procedure was completed using another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. (B)(4) for the reported event of guidewire tip detached. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.